Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a progressive decline in flow over time, with values decreasing from approximately 4.5 l/min in (B)(6) 2025 to 3.7 l/min in (B)(6) 2026, and further to approximately 2.9 l/min at the time of initial evaluation. The patient also developed new low flow alarms, prompting submission of log files for review. Initial log file analysis identified low flow estimates and sustained low flow hazard events, which did not appear to be related to device malfunction. No abnormal rotor function, pump temperature abnormalities, or device faults were observed, and the system was determined to be operating as intended. Further evaluation included computed tomography (CT) morphology studies to assess for potential outflow obstruction, with the most recent study on (B)(6) 2026, demonstrating some biodebris but an overall adequate cross-sectional area of 138 mm². During this period, the patient experienced persistent low flow alarms, and log file review identified low flow alarm events on (B)(6) 2026 and (B)(6) 2026, along with multiple brief, non-alarm-triggering momentary low flow events associated with elevated pulsatility index (pi) values. Recorded flow values on (B)(6) 2026, ranged around 2.7 l/min. On the same day, the patient underwent a right heart catheterization with a ramp study. Pump speed had previously been increased from a baseline of 5500 rpm to 5800 rpm and then to 6100 rpm following the onset of low flow alarms in (B)(6) 2025. During the ramp study, speed was increased from 6100 rpm to 6400 rpm; however, no improvement in flow was observed, despite acceptable filling pressures and cardiac output. Following the procedure, the pump speed was set to 6200 rpm, with flows around 2.8 l/min. At the most recent evaluation, log files were submitted for further assessment of ongoing low flow alarms. Review confirmed continued low flow events without evidence of equipment malfunction. These events were considered likely patient-related, with potential contributing factors including possible obstruction within the blood flow path.